Manufacturer narrative:
The device and multi-function cable used were returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality and stress testing without duplicating the report. The device was able to display an ECG signal in all ECG leads including electrode pads, and delivered a shock with the shock button on the device as well as the shock button on the test paddles. The device was recertified and returned to the customer. The electrodes used during the event were discarded and were not returned as part of this investigation. The clinical file was not available for review. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "check pads" message. Complainant indicated that they removed the electrode pads and attached external paddles to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.